Event description:
Reported by the complainant as follows... Spoke with patient safety advisor who used to work in itu. She said the hospital will deal with the clinical issue of inappropriate use (over-inflation) - internal investigation ongoing. She was prepared to say that the patient is now in itu and progressing in a satisfactory manner "on the mend" when I asked directly but no details. The reason we are hearing about the issue is that the size of the kit syringe is 60 ml and the max volume for the fms balloon is 45 ml. The fms syringe is not pre-filled and the instructions say max 45 ml. I have explained that the issue has been reported on our systems and the information requested by the mda will go to our regulatory dept asap. Patient safety advisor will provide convatec the contact details for the clinical director although this was a nursing staff issue-the medics only got involved when patient's anastomosis leaked. Requiring corrective surgery.